Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp) changed out the cassette and connected the same bags to the new cassette during therapy on a home choice (hc). Per the hp, there was air in the patient line. The technical service representative (tsr) explained to the hp anytime he changes the cassette, the hp needed to change the bags also. The tsr assisted the hp to end therapy. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of a use error - reuse of single-use product, where the home patient changed out the cassette and connected the same bags to the new cassette. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.